Event description:
Procedure: thoracotomy. According to the reporter: on (B)(6), the first procedure of wedge resection was performed. After the use of 2 units of egiatrs60amt, one unit of egia60act was used. After the operation finished the air leakage was confirmed under anesthesia. Then re-operation of thoracotomy was required. The customer confirmed the air leakage occurred from the part where synechiotomy was performed and also from the staple line by use of egia60axt. For the recovery neoveil reinforcement sheet was used. On (B)(6), re-hospitalization of the pt occurred. By x-ray examination, the hemothorax was confirmed. For treatment, the indwelling drain was used on the pt. After (B)(6), the thoracic empyema was confirmed. The customer considered there is possibility that it might be developed from the insertion part of the drain. On (B)(6), the pt complained of strong pain. The intrathoracic bleeding occurred with developed of chronic pleurisy. To arrest the bleeding and to replace the drain, the open chest surgery was performed again. The bleeding part could not be identified with great difficulty due to the inflammatory conditions and empyema. It is considered that the bleeding could be the main cause of the inflammation and any relation to the product was suspected. On (B)(6), the recurrent bleeding within the chest developed. The open surgery was required again and it was identified the bleeding occurred from the intercostal artery. The customer suspects the drain might have caused the damage. In the additional operations on (B)(6), touching the stable adhesion of the staple line to the adjacent part of the aorta at open surgery. The customer actually considers there might be no possibility that any failure in egiatrs60amt could be related to the cause of the adverse event. Currently, the pt is under follow-up but reported not in the serious status.

Manufacturer narrative:
(B)(4).